Manufacturer narrative:
(B)(4).

Event description:
It was reported that the rv lead was capped after failed repositioning attempts. The repositioning attempts occurred because the lead had unacceptable r-waves and thresholds. The lead was repositioned once and after fixation there was no sensing and no capture at an output of 5v. The physician then tried to reposition again, but the helix would not release from the tissue. No patient injury occurred as a result of this event.